Event description:
The patient was presented to the interventional lab for dilatation of a shunt in the upper right arm. The vessel was not calcified or tortuous but it contained a stenosis that was described as greater than 50%. The physician made access at the brachialis artery and inserted a 7fr. Terumo sheath. The vessel was accessed with a guidewire, without difficulty, and the balloon was passed over the wire to the lesion. Dilation was performed with an inflation device at 16 atmospheres and the balloon burst. Upon retrieval, the balloon would not pass through the sheath. The physician advanced the catheter forward and applied negative pressure to the balloon and attempted to remove it, and failed. The physician decided to retrieve the balloon, sheath, and guidewire at the same time, and in doing so the distal part of the balloon (material and tip) separated from the system and remained caught at the puncture site of the patient. The physician needed to make a 5mm incision at the puncture site to remove the remaining material. Procedure was terminated. There was no harm to the patient. The product will be returned for evaluation and testing.